Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the analysis result could not confirm the allegation of dislodgement through visual inspection. Also, it was confirmed through visual observation that the lead was severed. Only the proximal segment was returned 380 mm from the terminal pin. The insulation ends at 377 mm from the terminal pin. There is nothing visually wrong with the lead that would cause dislodgment. There were no tests performed with the lead. The lead did not meet specifications.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that that this right atrial (ra) lead was dislodged during the initial implant. The ra lead was cut off and surgically abandoned. The ra lead was no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
--